Manufacturer narrative:
Initial and final MDR 1912648 - MDR 3003442380-2024-14475 - device 6 of 6

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced 6 infusion set tubing leaking from connection between the tubing connector and the infusion set events on 24-apr-2024. The infusion sets had been used for 1 day. The blood glucose level was high, and ketones were present at the time of event. Therefore, the patient was taken to the hospital. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-14475. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004113 have already been previously tested in the (B)(4) on 29/jan/2025. The reference samples were tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report.pdf attached in this record and additional tests for the reference samples were documented for the malfunction, visual inspection under section 6.16 and leak test under section 6.2. All results were found within specifications. Device history record (DHR) review: the lot 6004113 was manufactured according to the work instruction (wi) version 94 packaged in the mv 10, on 31/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 29/jan/2025 against malfunction code and lot 6004113 and no other complaint has been registered in database for the same lot 6004113 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.